Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap extended life pd transfer set leaked iodine. The nurse tried "multiple minicaps" and iodine would still leak. The event occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h4: device manufacture date: 10/29/2021 (previously submitted as ni). H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye and magnification noted a damaged female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak beneath the mini cap. The reported condition was verified. The cause of the condition was related to manufacturing. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.